Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to unlocked lcd keypad connector. No button error alarm noted during testing. The displacement test was not performed due to the keypad anomaly. The device had minor scratched on the lcd window and on the reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a low reservoir alert and the act, esc and b buttons were not responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.